Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found inner insulation damaged noted due to over tightening the suture sleeve. The lead was otherwise normal.

Event description:
It was reported that during implant, the right ventricular lead exhibited low lead impedance and an insulation anomaly. The lead was not implanted.